Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received motor position encoder error and motion sensor test failure. Customer¿s blood glucose was unknown. Customer stated that were able to clear the alarm and not able to complete rewind. Troubleshoot was performed. Customer advised to check for protruded, loose, sticking out or flush drive support cap and drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing. Insulin pump will be returned for analysis.